Manufacturer narrative:
The report states: legal claim alleges the patient has been revised. No further information available at this time. Doi: unk - dor: (B)(6) 2010. Update - (B)(4) 2011 - litigation papers allege since the surgical implant of the depuy hip implant, patient has suffered symptoms including but not limited to pain and lack of mobility. It is also alleged patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility, conscious pain and suffering, and loss of earnings. It is further alleged patient tested positive for elevated levels of chromium and cobalt poisoning. Patient has had a revision surgery, physical therapy, and other treatment. Litigation papers indicate the doi is (B)(6) 2009. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claim alleges, the pt has been revised. No further info available at this time. Update - (B)(6) 2011 - litigation papers allege since the surgical implant of the depuy hip implant, pt has suffered symptoms including but not limited to pain and lack of mobility. It is also alleged pt has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility, conscious pain and suffering, and loss of earnings. It is further alleged pt tested positive for elevated levels of chromium and cobalt poisoning. Pt has had a revision surgery, physical therapy, and other treatment.